Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pt had increased baseline pain. A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The pt heard an alarm. The pt denied exposure to any source of emi (electromagnetic interference). The pt had a pump replacement. The medications being delivered via the device system were marcaine, fentanyl and clonidine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.